Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple altitude alarms occurred. Customer changed the cartridge to resolve the issue. Customer's blood glucose was within range (value not provided).